Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump due to a crack in the pump connector. Two weeks prior to the surgery, the patient had visited the hospital because the ipp did not work properly. A patient outcome of stable was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pump underwent a thorough analysis. The pump was leak tested, visually and microscopically examined, and functionally tested. The tubing was identified as having been cut down to the pump block; no tubing was returned for analysis. The pump performed within specification throughout testing. Product analysis was unable to confirm the reported clinical observations.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) pump, due to a crack in the pump connector. Two weeks prior to the surgery, the patient visited the hospital because the ipp did not work properly. A patient outcome of stable was reported.